Manufacturer narrative:
Medwatch sent to FDA on 05/19/2016. The reporter of the event was asked to return the product for analysis, however they have indicated it is not available for return. Device labeling addresses the possible outcome of pain, back pain and pancreatitis as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Global product experience and clinical studies notes the reported event of "pancreatitis."

Event description:
Reported as: a patient with the orbera intragastric balloon had "developed upper abdominal and back pain shortly after balloon placement. Abdominal pain diminished with aggressive pain mgmt and ivf but back pain persisted prompting evaluation with CT scan. CT demonstrated pancreatic inflammation with fluid collection in tail of pancreas. The patient returned several days of hospitalization for ivf, pain mgmt, and balloon exploration." The balloon was removed.

Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 01/23/2017. Apollo endosurgery received a letter of request from the FDA dated december 2, 2016 for additional information regarding MDR report number: 3006722112-2016-00127. Response to FDA request: please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem. Response: MFR. Reference number: (B)(4); MDR # 3006722112-2015-00599. MFR. Reference number: (B)(4); MDR # 3006722112-2016-00127. Please provide the results of risk management activities completed by your firm which address the reported device problem. Indicate the frequency and severity of the hazard, cause(s), and the applicable control(s) implemented to mitigate the hazard. Response: pancreatitis is not currently identified in apollo's risk documentation. A health risk assessment will be conducted to determine the frequency and severity of the hazard as well as the potential causes as it relates to the intragastric balloon. Based on the findings within the hra, the risk documentation will be reviewed to determine the most appropriate way to capture and monitor the hazard of pancreatitis as part of the intragastric balloon risk profile. Currently, pancreatitis is embedded in your labeling at page 27 of a 35-page labeling and not listed in the adverse events section. Will your firm be willing to change the pancreatitis to a more prominent position in the labeling? What actions will you take? Response: changes to our labeling are currently under review as part of our firm's annual risk management review. We will evaluate potential changes to the labeling based on annual review of the risk profile of this on-market device and its existing labeling; and will specifically review issues with the orbera device related to pancreatitis for potential dfu labeling changes. Any potential/proposed changes in the labeling would be subject to prospective FDA approval and/or inclusion into the annual report to the FDA.